Event description:
It was reported in the journal of neurosurgey, that a patient suffered an intra-operative in-stent thrombosis that was treated with intra-arterial thrombolysis with the glycoprotein iib/iiia inhibitor, abciximab (dose unknown) that resulted in partial recanalization of the stent. However, the patient subsequently developed a pontine infarct with permanent hemiparesis. No additional information is available.

Event description:
It was reported in the journal of neurosurgery, that a patient suffered an intra-operative in-stent thrombosis that was treated with intra-arterial thrombolysis with the glycoprotein iib/iiia inhibitor, abciximab (dose unknown) that resulted in partial recanalization of the stent. However, the patient subsequently developed a pontine infarct with permanent hemiparesis. No additional information is available.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, it was determined that the device was used in accordance with the directions for use and there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the device malfunctioned. However, stroke, stent-thrombosis and patient complications are known anticipated risks associated with endovascular procedures and noted as such in the directions for use (dfu).